Event description:
In 2002, the pt reported headache and pain when using the device. X-ray results showed that the electrode was in place. Programming adjustments were made and pt was reportedly doing fine; no further complaint of headaches when using the device. In 2003, the pt was evaluated by a co rep for reports about background noise experienced when using the device. A CT scan was performed and showed that the electrode had migrated. The surgeon made the decision to explant the device.